Event description:
It was reported that during a port placement procedure, a blood clot allegedly trapped in the reservoir and port allegedly wouldn't work properly. It was further reported that the port was allegedly unable to be flushed and was allegedly unable to be aspirated. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, functional and microscopic evaluations were performed on the returned device. Upon functional testing, the port septum and was patent to both infusion and aspiration without issue. Therefore the investigation is inconclusive for the reported obstruction, difficulty in flushing and suction issues as there were no flushing and suction issue identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to unconfirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, a blood clot allegedly trapped in the reservoir and port allegedly wouldn't work properly. It was further reported that the port was allegedly unable to be flushed and was allegedly unable to be aspirated. Reportedly, the port was removed and replaced. There was no reported patient injury.